Event description:
It was reported that the pulse generator exhibited loss of capture and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that multiple flipped bits in the product code caused a high battery current drain which resulted in premature battery depletion.